Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. Additional information was requested in order to progress with this investigation, however, it was not provided. Therefore, there was only very limited information available for the investigation. The device manufacturing records were identified and reviewed. It was confirmed that these parts conformed to specification at the time of manufacture. Based on this, it cannot be determined at this time whether the corin devices caused or contributed to the patient's experience. Corin now considers this case closed, however, should any new information be provided, this case can be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Uniglide revision after 8 years due to aseptic loosening of the femoral component with poly wear and ongoing medial pain.